Event description:
Advantage af subject ID (B)(6). It was reported that during the blanking period following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a recurrence of atrial fibrillation (a fib). The patient reported their apple watch reported afib and the finding was confirmed with an EKG. An unspecified change to their medication was made and the patient underwent electrical cardioversion. No further complications were reported and the episode is considered resolved. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.